Manufacturer narrative:
(B)(4). Date sent: 09/06/2025. Additional information was requested and the following was obtained: I would like to ask if you have any updates to the incident below? We had reported this a few months ago but have received no more information than the acknowledgement below.

Manufacturer narrative:
(B)(4). Date sent: 08/16/2025. D4: batch #229d38. Additional information was requested, and the following was obtained: when the consultant surgeon verbalized the situation already with the echelon stapler. When this happened the circulating team then tried to look for a manual to help the consultant surgeon and the registrar on the situation as there was no medical rep. After sometime the consultant decided to call the medical rep using her phone and managed to release the staple using the manual overdrive as well as stabilizing the situation. The situation was highlighted to the floor coordinator and the senior nurse in charge of the anesthetics were aware of the problem and were in theatre. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage, with a tyvek, and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #c9eu3z, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 229d38, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the mhra health authority: he was scrubbed for a vats converted to thoracotomy lobectomy case. Whilst they were stapling the artery next to the pulmonary artery, the consultant surgeon used a 35mm stapler with a white reload. As per use, he put the reload properly and then handed it to the consultant. The consultant surgeon then tried to fire it and it did not fire. The consultant surgeon then verbalized that it wouldn't release. The consultant surgeon then said they weren't sure if it had fired or not. So the stapler remained inside the patient as it could not be released clamped to the inferior pulmonary artery. Since they already converted to thoracotomy before the stapler incident, the clamps were already placed ready. There was no patient consequence nor surgical delay reported. No additional information provided.